Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and the associated device displayed high, out of range shock impedance measurements when programmed with a shocking vector of coil to coil. The local boston scientific field representative tested the impedances in a rv coil to can configuration which yielded in range shock measurements. No further trouble shooting or reprogramming was made. There were no adverse patient effects reported. The system remains in service.